Manufacturer narrative:
Product ID, 3093-33 lot# v241655, implanted: 2009 (B)(6), product type lead product ID, 3093-33 lot# v241655, implanted: 2009 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported, the patient's skin burned at the device site for approximately four months, until the device was reprogrammed. No further information was reported.